Manufacturer narrative:
The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Patient demographics requested however not able to provided requested sn/ lot however customer stated : "unknown".

Event description:
It was reported that the device alarmed ail during a blood infusion programmed at a rate of 120ml/hr. The rn stated that she was unable to administer the blood due to frequent ail alarms, the lvp module was replaced 3 times as well as the tubing replaced 3 times , a new bag of blood ordered however the ail alarms continued. The rn stated that there was no visible air in the tubing when replaced the modules and sets. The ICU/stepdown nurse eventually hung the blood to gravity to continue with the infusion. There was no report of patient impact however a delay in patient treatment. An incomplete event date of (B)(6) 2019 provided as customer stated that the event occurred 4 months ago. Although requested there was no additional event details provided by the customer.